Event description:
One pt sample recovered >4300pg/ml for estradiol. A 1:10 auto-dilution was performed using multiassay which resulted 1447 pg/ml. The neat sample was also tested by using the architect method and recovered -850 pg/ml. Info was not provided to determine if results were used to guide pt therapy. Root cause analysis is ongoing. If add'l info is received, appropriate notification will be provided.